Manufacturer narrative:
Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, remedial action required, remedial action #, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device alarmed check IV set, however when biomed placed a line in the device, it immediately would switch to a patient side occlusion alarm. Customer biomed attempted to troubleshoot by replacing pressure sensors, logic board, air-in-line sensor and bezel however could not resolve the issue. There was patient involvement however no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device alarmed check IV set, however when biomed placed a line in the device, it immediately would switch to a patient side occlusion alarm. Customer biomed attempted to troubleshoot by replacing pressure sensors, logic board, air-in-line sensor and bezel however could not resolve the issue. There was patient involvement however no patient harm.